Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's electrode array was partially inserted due to inflammation. The recipient is reportedly doing well with the device however, the surgeon decided that the recipient needs complete insertion of the electrode. Device revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array and fantail region, and the stylet was still loaded onto the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.